Event description:
It was reported that the device's sensor was not sensing the cassette. The event occurred during preventative maintenance testing, and there was no patient involvement.

Manufacturer narrative:
H3, h6: one device was received for evaluation. Functional testing was able to duplicate the issue. It was determined that an unknown liquid contaminated downstream occlusion (dso) sensor which resulted in a defective dso sensor and was the most likely/suspected cause of the issue. The service history review had no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso sensor, and the pump passed all functional tests and performed as intended after repair.